Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd kit size 3 was deployed. The pt experienced some bleeding post deployment that was resolved. The pt returned to the hosp one week later complaining of groin pain with subcutaneous edema and soft tissue swelling. An ultrasound was performed and no measurable hematoma, pseudoaneurysm, or av fistula was noted and the pt was discharged. The pt returned to the hosp four days after this for a scheduled aortic valve replacement. The procedure was cancelled after examination of the groin which was noted to appear infected. The site was cultured and the pt's dressing was changed and IV antibiotics were administered due to drainage at the groin puncture site. The wound cultures were positive for staph aureus. The pt was discharged three days later with no further reported complications.